Event description:
It was reported that the patient had a urinary tract infection. The patient desired to have the neurostimulator reprogrammed. Additional information was requested, and if obtained, a follow-up report will be sent.

Manufacturer narrative:
Lead model 3093-33, lot#v821784 implanted: (B)(6) 2011, explanted: na programmer, model 3037 serial #(B)(4).